Event description:
Anesthesiologist placed epidural catheter from baxter epidural anesthesia tray in pre-operative (general abdominal surgery) patient. It's not customary to flush the epidural catheter before placement, so this was not done. The epidural was placed in a sterile fashion, very easily with one attempt but then when they attempted to give the test dose (3cc 2% lidocaine with epi) found they could not inject through it. The catheter was removed from the patient (without difficulty) and again medical doctor tried to inject through it but could not - it appeared there weren't any holes in the end of the catheter. Event was disclosed to the patient, who then underwent second invasive procedure (after making sure that the next catheter flushed, had holes etc).